Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device which is not recognizing the cable of the cardioverter pads. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this device model is no longer serviced due to end-of-life (eol). The manufacturer is unable to repair the faulty defibrillator. According to service bulletin (B)(6). , the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of (B)(6). 2013. The end of support date for the device is (B)(6). 2018. The customer was aware of the end of life terms and the device remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed that the device is eol. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.